Manufacturer narrative:
The patient notifier was tested in the laboratory, and no anomaly was found. The device was tested on the bench, and no other anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
During follow-up, the vibratory alert did not vibrate on several attempts. The device was explanted and replaced. The patient is in good condition following the procedure.